Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included oophorectomy in 2002, c-section in 1995, c-section in 2007, adenomyosis, kidney infection, bladder infection, burning micturition, ovarian cyst ruptured in 2003, endometriosis, right lower quadrant pain in 2010 and ovarian cyst. Previously administered products included for an unreported indication: depo provera, iodine and amoxicillin. Past adverse reactions to the above products included rash with amoxicillin and iodine. Concurrent conditions included abdominal pain, migraine, hypertension, uterine enlargement, lower abdominal pain, nausea, vomiting, diarrhea, back pain, enteritis, chest pain, dysuria, urinary urgency, sciatica, partial obstruction of small intestine, fever, asthma, cough, sinus pressure, acute bronchitis, runny nose, general body pain, eye pain, congestion nasal, dizziness postural, headache and obesity. Concomitant products included azithromycin since on (B)(6) 2015 and salbutamol sulfate (albuterol sulfate) since on (B)(6) 2015 for acute bronchitis and asthma, ibuprofen since on (B)(6) 2013 for cramps menstrual as well as hydrocodone, hydrocodone bitartrate; paracetamol (norco) since on (B)(6) 2013, hydrocodone bitartrate; paracetamol (vicodin), medroxyprogesterone from on (B)(6) 2013 to on (B)(6) 2013, megestrol acetate (megace), megestrol acetate (megastrol) from on (B)(6) 2013 to on (B)(6) 2013 and nsaid's. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery ("plaintiff" underwent a tubal ligation due to complication from essure.). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, weight increased and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claim that essure not worsened a previously existing injury/condition. According to mr essure procedure on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: confirmed that essure was successfully occluded.. Pregnancy test urine: on (B)(6) 2013: results: negative. Patient has obstructed fallopian tubes. Negative urine pregnancy test. Most recent follow-up information incorporated above includes: on 28-jan-2019: reporter information was updated. Her concomitant medications were added. Per plaintiff fact sheet event: dysmenorrhea (cramping) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included oophorectomy in 2002, c-section in 1995, c-section in 2007, adenomyosis, kidney infection, bladder infection, burning micturition, ovarian cyst ruptured in 2003, endometriosis, right lower quadrant pain in 2010 and ovarian cyst. Patient has obstructed fallopian tubes. Negative urine pregnancy test. Previously administered products included for an unreported indication: depo provera, iodine and amoxicillin. Past adverse reactions to the above products included rash with amoxicillin and iodine. Concurrent conditions included abdominal pain, migraine, hypertension, uterine enlargement, lower abdominal pain, nausea, vomiting, diarrhea, back pain, enteritis, chest pain, dysuria, urinary urgency, sciatica, partial obstruction of small intestine, fever, asthma, cough, sinus pressure, acute bronchitis, runny nose, general body pain, eye pain, congestion nasal, dizziness postural, headache and obesity. Concomitant products included azithromycin since (B)(6) 2015 and salbutamol sulfate (albuterol sulfate) since (B)(6) 2015 for acute bronchitis and asthma, medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception and pain menstrual, ibuprofen since (B)(6) 2013 for cramps menstrual and pelvic pain as well as hydrocodone, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone from (B)(6) 2013 to (B)(6) 2013, megestrol acetate (megace), megestrol acetate (megastrol) from (B)(6) 2013 to (B)(6) 2013 and nsaids. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (plantiff underwent a tubal ligation due to complication from essure.). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, weight increased, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claim that essure not worsened a previously existing injury/condition. According to mr essure procedure (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: results: negative. Most recent follow-up information incorporated above includes: on 7-may-2019: pfs was received: migraines, headaches were added. Event onset date were added. Plaintiffs address details were updated. Indication for concomitant drug (ibuprofen) was added. Concomitant drug was added. Incident no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oophorectomy in 2002, c-section in 1995, c-section in 2007, adenomyosis, kidney infection, bladder infection, burning micturition, ovarian cyst ruptured in 2003, endometriosis, right lower quadrant pain in 2010 and ovarian cyst. Previously administered products included for an unreported indication: depo provera, iodine and amoxicillin. Past adverse reactions to the above products included rash with amoxicillin and iodine. Concurrent conditions included abdominal pain, migraine, hypertension, uterine enlargement, lower abdominal pain, nausea, vomiting, diarrhea, back pain, enteritis, chest pain, dysuria, urinary urgency, sciatica, partial obstruction of small intestine, fever, asthma, cough, sinus pressure, acute bronchitis, runny nose, general body pain, eye pain, congestion nasal, dizziness postural and headache. Concomitant products included ibuprofen for cramps menstrual as well as hydrocodone, megestrol acetate (megace), nsaid's and vicodin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (plantiff underwent a tubal ligation due to complication from essure.). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claim that essure not worsened a previously existing injury/condition. According to mr essure procedure (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative. Patient has obstructed fallopian tubes. Negative urine pregnancy test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received, reporters added, events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, dyspareunia (painful sexual intercourse), weight gain, concomitant drug added, concomitant conditions added, historical condition added, historical drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (plaintiff underwent a tubal ligation due to complication from essure.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on 19-sep-2017: after internal review, the event "menstrual bleeding" was re-coded to meddra pt menstrual disorder. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual bleeding"). The patient was treated with surgery (plaintiff underwent a tubal ligation due to complication from essure). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.